Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Despite reasonable attempts, five (5) by phone and one (1) by email, no additional information had been provided. A review of historical product complaints shows that the same malfunction of intraoperative footswitch failures has not led to serious injury in the past. Although this event did not result in a serious injury, the same malfunction might lead to serious injury (i.e, cancelled major procedure) should it recur, and in an abundance of caution, lumenis is reporting this malfunction. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A foreign user facility reported that during a laser procedure in which a lumenis pulse 100w laser system was being utilized, the footswitch wasn't working. The laser could no longer be used, and a second laser was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition